Event description:
It was reported that while using bd facscalibur¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged coupling on the underside of the sheath filter. Was there a fluid leak? Fluid. Was it contained within the instrument ?no. Was there spray of fluid under pressure? No. Was it biohazardous or non biohazardous ? Biohazard. Was anyone harmed for injured by any fluids leaked ? No. Did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination or bleach? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13 jan 2021 to 13 jan 2022. ¿ complaint trend: there are 11 complaints related to the issue of a biohazard leakage not contained within the instrument. Date range from 13 jan 2021 to 13 jan 2022. ¿ manufacturing device history record (DHR) review: DHR part #343202 serial # (B)(6), file # 343202-934777-e4609, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a worn coupling. The customer had initially reported that the instrument was leaking and that they noticed a damaged coupling on the underside of the sheath filter. An fse (field service engineer) was sent onsite for the repair and they replaced one drawer coupling and a set of sheath filters. They then confirmed that the instrument no longer leaked and was performing within specifications. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although there was a leakage of biohazard not contained within the instrument, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not increase the risk of exposure. This instrument was not being used for clinical diagnoses at the time of the event and thus did not have any impact on the treatment of any patients. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. The safety risk of this hazard will be evaluated in ecr 500000276425. ¿ service max review: review of related work order #: 02287226, case # (B)(4). Install date: 18 mar 2002. Defective part number: 59-10092-04 - cpln bdy pnl mt 1/8 ID wht. 02-61366-00s - saline filter assembly - service. Work order notes: o subject / reported: damaged coupling on the underside of the sheath filter. O problem description: damaged coupling on the underside of the sheath filter. O work performed: (treatment): replace one drawer coupling, replacement of a set of sheath filters. (Result) check that there is no leakage even if it is installed and flowed for 30 minutes or more. Check each cv value, non-standard. Facscomplw path. 1: replacement is required for improvement. 2: replacement is required for improvement. 3: on-call inspection is recommended. O cause: (phenomenon). Check that the coupling is damaged. 1: sheath tank level sensor malfunction. 2: waste liquid level sensor malfunction. 3: defective optical axis. (Cause). Aging. 1: sensor deterioration. 2: sensor deterioration. 3: misalignment of the optical axis, etc. O solution: (result) check that there is no leakage even if it is installed and flowed for 30 minutes or more. Check each cv value, non-standard. Facscomplw path. 1: replacement is required for improvement. 2: replacement is required for improvement. 3: on-call inspection is recommended. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family was reviewed. This file did not contain the appropriate hazards and mitigations, and an eco has been opened to assess additional hazards and their risk levels. Ecr #500000276425 has been created and will revise the existing calibur risk analysis document to include causes, mitigations, and risk ratings for carryover, erroneous results, and waste exposure. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn coupling. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn coupling. The fse confirmed the issue and replaced a drawer coupling and a set of sheath filters. After the repairs, the instrument was tested for leakages and was determined to be functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk of this hazard will be evaluated in ecr 500000276425.

Event description:
It was reported that while using bd facscalibur¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: damaged coupling on the underside of the sheath filter. 1. Was there a fluid leak? Fluid. 2. Was it contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. Was it biohazardous or non biohazardous? Biohazard. 5. Was anyone harmed for injured by any fluids leaked? No. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No.